Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and flu, on unknown date with unknown blood glucose value. Customer stated that they take the battery out of the insulin pump and now cannot get the sensor connect to the insulin pump. It was unknown that the customer was using auto mode feature at the time of high blood glucose. The insulin pump will not be returned for analysis.